Manufacturer narrative:
Upon further investigation, this complaint was determined to be not reportable. The reported event is a known occurrence and is not likely to cause an adverse event per olympus' risk documentation. The complaint will be closed by the manufacturer as not reportable.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to service the device. The fse found the black debris was caused by deterioration of the black tube. The tube was replaced and the equipment was repaired and verified according to the original equipment manufacturer's instructions. This complaint is under investigation. A supplemental report will be submitted upon completion of the investigation. This file is being submitted retroactively as a part of actions to correct complaints initially deemed not reportable by the manufacturer.

Event description:
It was initially reported the endoscope reprocessor had black debris in the tub. It was later reported by the customer the unit was not serviced and had a clean bill of health from 2017 until (B)(6) 2020. The customer also reported the unit was replaced/exchanged as a part of a construction project. As olympus has records of a service in (B)(6) 2020, the report is being filed for the initial reported incident "black debris in tub." There were no patient infections or scopes with positive cultures reported for this event.